Event description:
The dr reported that at the base of the extension, where the pencil meets the extension, it flashed. There was a blue flame that arced. Tip worked fine.

Manufacturer narrative:
Evaluation summary: the actual device was received and visually evaluated and performance tested. The device was plugged into an excalibur and beamer esu. A cut orange was placed on a stainless steel plate as a test medium. By laying the handpiece horizontally and rubbing it vigorously on the orange, the report was duplicated. A gap was observed on the handpiece. Another handpiece was obtained, catalog #134003, lot#j97059. The package was opened and the device removed. It was plugged into the same esu's. The device was laid horizontally and vigorously rubbed on the orange. The event could not be duplicated. The tip was bent similar to how the returned device was bent and again rubbed on the orange. Co still could not duplicate the event. Co is unsure where this defect could have occurred.